Event description:
It was reported that the device had display damage. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Investigation summary: field technician stated issue of a display damage was confirmed. On 24-february-2026, pou was received unboxed and with paperwork. Internal inspection revealed the if1 flex cable wasn¿t seated correctly. I reseated the flex cable and fixed the display root cause: incorrectly seated if1 flex cable. Bd manufacturing workmanship. Unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.